Event description:
The patient reported pain on side with the stimulation on and off. The surgeon believed the suture sleeve being sutured to the muscle and close to the nerves was causing the patient's pain. The surgeon revised the patient, re-securing the suture sleeve deeper away from the nerves and muscles.

Manufacturer narrative:
The device remain implanted in the patient and will not be returned for evaluation. This is the final report.